Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of around 457 mg/dl. Patient's current blood glucose value: 228 mg/dl. Other blood glucose values were above 400 mg/dl. No delivery alarm was also reported. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as nausea and tingling sensation. The customer was treated with correction bolus through the pump. The customer declined further troubleshooting. The device is not expected to be returned for analysis.